Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and declined troubleshooting for it. Customer did not report that the infusion set tape does not fit securely in the insertion device. The device is expected to be returned for analysis.